Manufacturer narrative:
Device evaluation of electrode belt (B)(4) has been completed. The reported problem ("add gel/replace belt" messages) has been confirmed. Upon investigation the electrode belt cable connecting the distribution node (dn) and rear therapy electrode (te) was severed and missing. The root cause for the missing trunk cable was physical abuse. No adverse event resulted from the defective electrode belt.

Event description:
A us distributor reported that a patient was receiving "add gel/replace belt" messages.